Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6), 2019 that a flexiva ID 1000 laser fiber was used in a cystoscopy procedure in the bladder performed on (B)(6), 2019. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. A second and a third of the same device were used and the same issue occurred. The procedure was completed with a fourth flexiva ID 1000 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.